Event description:
Customer reportedly received results of 390 mg/dl and 108 mg/dl within 10 minutes on the advantage system. No high blood symptoms reported. Customer also reportedly received results of 263 mg/dl and 98 mg/dl within 10 minutes on the advantage system. The customer was at home when the discrepant results were obtained. The discrepant results occurred in 2007. Adverse event unrelated to the device. No quality controls were used. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot number 549435, expiration date 01/31/2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.